Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when the line was flushed, fluid squirted out of the catheter. Additional information received on (B)(6) 2011 by the sales rep stated, the catheter was inserted into the pt. Fluid leaked from the catheter near the hub, close to the hash mark. As a result, the catheter was exchanged without incident. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt's outcome is okay.